Manufacturer narrative:
The reported event is confirmed - manufacturing related. Received a used 2-way catheter (without original packaging). Visual inspection noted that the tip of the catheter had been cut/broken off. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution leaked out of a 0.011" pinhole found at the bifurcation. This is out of specification per inspection, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A potential root cause for this failure could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the patient was seen in the emergency department for a urethral injury. The patient felt that the foley catheter tube was moving and only 25 ml of urine was noted in the urine drainage bag from 14:30 to 18:30 hours. The patient got up to walk home, and the catheter tubing fell out. On assessment later, it was noted that the balloon on the catheter had been inflated with 10 ml of normal saline as per the labelling on the port. When the balloon was filled, no leak was noted. Afterwards, when tubing was held upright or any pressure placed on the balloon, the normal saline was draining back down the tubing and leaking out at y site. Stated that it is a clinically serious event. Patient required surgical exam and intervention by urology including another foley placement under fluoroscopy. Patient had to be admitted overnight and discharged the next day. As per mail received on 20sep2023, stated that the patient was seen in emergency department on august due to urethral injury. They required surgical examination or intervention by urology, including placement of foley catheter under fluoroscopy. They were admitted overnight to inpatient, discharge on afternoon (around 14:30 h). They had a feeling that catheter tube was moving. Only 25 ml of urine was in the drainage bag from 1430-1830. The patient got up to walk home and the catheter tubing fell out. Patient was unable to void, so returned to emergency department. The balloon on catheter was inflated with 10 ml normal saline per labeling on port. The balloon was filled with no noted leaking. When tubing held upright or any pressure placed on balloon, the normal saline was draining back down tubing and was leaking out at y-site.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was seen in the emergency department for a urethral injury. The patient felt that the foley catheter tube was moving and only 25 ml of urine was noted in the urine drainage bag from 14:30 to 18:30 hours. The patient got up to walk home, and the catheter tubing fell out. On assessment later, it was noted that the balloon on the catheter had been inflated with 10 ml of normal saline as per the labelling on the port. When the balloon was filled, no leak was noted. Afterwards, when tubing was held upright or any pressure placed on the balloon, the normal saline was draining back down the tubing and leaking out at y site. Stated that it is a clinically serious event. Patient required surgical exam and intervention by urology including another foley placement under fluoroscopy. Patient had to be admitted overnight and discharged the next day. As per mail received on (B)(6) 2023, stated that the patient was seen in emergency department on august due to urethral injury. They required surgical examination or intervention by urology, including placement of foley catheter under fluoroscopy. They were admitted overnight to inpatient, discharge on afternoon (around 14:30 h). They had a feeling that catheter tube was moving. Only 25 ml of urine was in the drainage bag from 1430-1830. The patient got up to walk home and the catheter tubing fell out. Patient was unable to void, so returned to emergency department. The balloon on catheter was inflated with 10 ml normal saline per labeling on port. The balloon was filled with no noted leaking. When tubing held upright or any pressure placed on balloon, the normal saline was draining back down tubing and was leaking out at y-site.